Event description:
Related manufacturer report number: 2017865-2022-40177, 2017865-2022-40179, 2017865-2022-40180. It was reported that the patient experienced acute venous thrombosis and swelling on the upper torso following an implant procedure. The physician alleges the event is related to the system implant procedure. The patient was administered medication to resolve the event and the patient was in stable condition.